Event description:
Pt with a medical history of high blood pressure. Dental implant xhex sds implant 3.3 mm x 13 mm item number 09249113 was placed on (B)(6) 2008. The clinician reported that the implant was placed on the upper left side. On (B)(6) 2009, the dental implant failed. The clinician reported that the failure was caused by poor bone quality and that the premature loss was secondary to bone graft failure. The clinician reported that there was no indication of component defects that would have contributed to the failed implant.

Manufacturer narrative:
The implant failure appears to be the result of pt effects: failed bone graft and poor bone quality. A complaint investigation has been conducted and no manufacturing defects were revealed.